Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of urgency microbiological testing by the user facility, the elevator wire channel of the subject device tested (B)(6) for (B)(6). The number of microbes was not reported. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. For evaluation. In the evaluation, it was confirmed that there were chips the adhesive of the light guide lens and scratches on the insertion tube and the light guide lens. There was no other abnormality in the subject device. The exact cause of the reported event that the microbes had been detected could not be identified. If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".